Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The an event history log (ehl) review was not performed for the reported problem "dark screen" due to this being a failure without logical activities or recorded events (e.g. Alarms, errors, etc.) That would confirm the problem or identify the direct cause of the event. The issue was not able to be confirmed through visual review, but a related issue was found. Evaluation inspected the device and observed a black spot on the display. The screen was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a dark screen. There was no patient involvement. No additional information is available.